Manufacturer narrative:
Due to safe harbor de identification rules with the registry data owner (accf), data in the event date field is limited to the year only. January 1 of the given year was used to capture this. No further information is available for these events, as the user facility is unknown.

Event description:
It was reported that the following events occurred cardiac tamponade, cardiogenic shock, other bleed; death during procedure, cause: cardiovascular hemorrhage.